Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited noise on the atrial channel that resulted in oversensing with no pacing inhibition. Additional information was received that this patient was evaluated in office and out of range impedance measurements were observed. Boston scientific technical services (ts) was consulted and discussed troubleshooting and further testing. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited noise on the atrial channel that resulted in oversensing with no pacing inhibition. Additional information was received that this patient was evaluated in office and out of range impedance measurements were observed. Boston scientific technical services (ts) was consulted and discussed troubleshooting and further testing. No adverse patient effects were reported. At this time, this device system remains in service.